Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 89 months after implantation, this lead was explanted due to oversensing, which lead to pacing inhibition and asystole. The patient experienced dizziness and syncope due to pacing inhibition.